Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant. When lead was placed, good numbers were obtained. The pocket was closed and the physician then noticed that the lead was not capturing. The lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.